Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patient was booked for a follow up. Upon device interrogation normal lead performance was seen, but the device battery showed a decreased from last follow up in (B)(6) 2021 until most recently from two years to six months remaining. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was booked for a follow up. Upon device interrogation normal lead performance was seen, but the device battery showed a decreased from last follow up in (B)(6) 2021 until most recently from two years to six months remaining. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this patient was booked for a follow up. Upon device interrogation normal lead performance was seen, but the device battery showed a decreased from last follow up in (B)(6) 2021 until most recently from two years to six months remaining. A device revision was scheduled. No adverse patient effects were reported.